Event description:
Per the patient's surgeon, the patient experienced persistent skin infections at the abutment site. The patient was treated with oral antibiotics (type and dosage not reported) and the abutment was removed.

Manufacturer narrative:
(B)(4). Implanted device remains.